Manufacturer narrative:
(B)(46). The lot was manufactured january 27, 2016 ¿ january 28, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor failed to infuse. The device was filled with 230 ml of an unspecified solution. After two days, the device seemed to be completely full. Flow was verified prior to connection. There was no report of patient injury or medical intervention associated with this event. No additional information is available.